Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. , the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknowthereforen. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
A patient underwent an ultrasound-guided percutaneous transhepatic cholangiography drainage catheter placement using navarre universal drainage catheter. On (B)(6) 2025, sometime post placement, the drainage catheter connector that connected with drainage bag was allegedly fractured. Reportedly, the catheter was replaced. There was no reported patient injury.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound-guided percutaneous transhepatic cholangiography drainage catheter placement using navarre universal drainage catheter. It was reported that sometime post placement, the drainage catheter connector allegedly fractured. Reportedly, the catheter was replaced. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported drainage catheter connector fracture as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component). Section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.